Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred after the cartridge was filled with 300 units. A new cartridge was loaded and the contact reported that the cartridge leaked. Reportedly, the contact was unsure where the location of the leak was and believed the leak was below the cartridge tubing/septum. Blood glucose was 380 mg/dl. A new cartridge was successfully loaded to address the event.